Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. Since, the user was unable to pull meds from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers had failed. A field service engineer (fse) confirmed that all was working, as the customer had been able to recover the drawers. The fse reseated all related cables, checked and cleared debris from the row boards and tested the drawer in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.